Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported the pump was successfully inserted but when support began, impella flows were lower than expected. The physician attempted to reposition the impella but there were no change in flows. Echocardiography and fluoroscopy confirmed impella was well positioned. It was reported the patient became hypotensive and impella alarmed for suctioning. The patient was given epinephrine and levophed with no improvement. The patient then coded, and advanced care life support was initiated, but return of spontaneous circulation was not achieved, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings, cautions and precautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿. ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿. Understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿. Correct impella catheter position. ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-16917 in accordance with updated procedures. H5 labeled for single use was erroneously selected no on the initial manufacturer device report number 1220648-2024-16917.